Event description:
It was reported a patient presented for an implant procedure on 19 sep 2025. During procedure, the stylet adhered to the right ventricular (rv) lead and could not be separated. The lead was not used and successfully replaced within the same operation. Post-procedure there were no patient consequences.